Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to lack of cleaning. However, this cannot be confirmed. Manifold intake hose was blocked needed cleaning. Manifold was taken out and cleaned. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿surface cleaning after use, the external surfaces of the arctic sun¿ temperature management system may be a potential biohazard. The arctic sun¿ temperature management system external surfaces should be manually cleaned, disinfected and visually examined per the instructions below. Prior to cleaning: 1) use appropriate personal protective equipment (e.g. Gloves, eyewear, face mask or shields) per manufacturer¿s guidelines for the enzymatic spray to protect user from exposure to both chemicals and microorganisms. 2) apply the castor brakes on the arctic sun¿ temperature management system. 3) unplug the power cable from the wall outlet. 4) straighten the power cable. 5) disconnect all other cables and hoses from the arctic sun¿ temperature management system and straighten them. Manual cleaning: ¿ timing clean the arctic sun¿ temperature management system external surfaces as soon as practical after use (e.g. At the point of use). ¿ cleaning materials required: neutral-ph enzymatic spray cleaner; clean, dry cloths validated: medline bio-zolve instrument presoak spray ¿ cleaning 1) saturate a clean, dry cloth with the enzymatic cleaner and remove all heavy soil loads from the external surfaces of the arctic sun¿ temperature management system. 2) saturate a second clean, dry cloth with the enzymatic cleaner and thoroughly wipe all external surfaces of the device. A) ensure that all surfaces are dampened, including seams of the device. B) use as many additional clean cloths saturated with the enzymatic cleaner as necessary to ensure device is completely dampened. C) thoroughly wipe the following with additional clean cloths saturated with the enzymatic cleaner ¿ fluid delivery line, power cable, temperature cables, usb cable, rs232 cable. 3) allow surfaces to remain treated for a minimum of two (2) minutes. 4) use a clean, dry cloth to remove remaining cleaning solution. Surface disinfection disinfect the arctic sun¿ temperature management system immediately following cleaning. Follow all manufacturers¿ guidelines for the pre-saturated germicidal wipes, including wearing gloves and other personal protective equipment when dispensing and using the wipes. Manual disinfection: ¿ disinfection materials: required: pre-saturated germicidal wipes (active ingredient ¿ alcohol) validated: super sani-cloth germicidal disposable wipe ¿ disinfection 1) using pre-saturated germicidal wipes, disinfect all external surfaces of the arctic sun¿ temperature management system. A) ensure that all surfaces are dampened, including all seams of the device. B) use as many clean towelettes as necessary to ensure device is completely dampened with disinfectant. C) thoroughly wipe the following with additional clean towelettes ¿ fluid delivery line, power cable, temperature cables, usb cable, rs232 cable. 2) allow the treated surfaces to remain wet for the manufacturer¿s specified contact time. 3) wipe each surface of the device with a lint-free cloth premoistened with sterile water. 4) let air dry. 5) reattach cables and hoses¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving low flow during functional test. A check of the diagnostics in bypass showed circulation pump command (cpc) was 53%, inlet pressure (ip) was -7, but the flow remained at 0.3 lpm. Had attach a shunt tube, and flow initially went up to 1.4, but then came back down to 0.2. The device was under platinum service plan so would ship a loaner and this device would be returned for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving low flow during functional test. A check of the diagnostics in bypass showed circulation pump command (cpc) was 53%, inlet pressure (ip) was -7, but the flow remained at 0.3 lpm. Had attach a shunt tube, and flow initially went up to 1.4, but then came back down to 0.2. The device was under platinum service plan so would ship a loaner and this device would be returned for repair.